Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened product tray. The sample was visually examined per facility procedure and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with the report lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling, or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife offered resistance and did not cut during surgery. Patient impact information is unknown. Additional information has been requested.